Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:during a visual inspection of the pump, the keypad cover was observed to have peeled off below the ok button and was torn over the up arrow button. During testing, the contrast keypad button was unresponsive, and all other keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the ok keypad button was intermittently unresponsive and delayed in response. The keypad cover was also allegedly detaching from the pump over the up arrow, down arrow, and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.